Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip oring. Unable to perform displacement test due to physical damage to case. Device was received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the reservoir compartment. The retainer ring was also missing. The insulin pump was not bumped or dropped. There was no car accident. The customer's blood glucose level was 8.9 mmol/l. They did not know how the damage occurred. The device will be returned for analysis.